Manufacturer narrative:
Correction: on the initial submission, manufacturer report # 0001811755-2017-00844, the reportability awareness date was incorrectly reported as (B)(6) 2017. The correct reportability awareness date is (B)(6) 2017; therefore, the report was reported within 30 days of awareness.

Event description:
It was reported that during service evaluation the large led lens of the device was found to have broken off. No patient involvement or procedural delays were reported with this event.

Event description:
It was reported that during service evaluation the large led lens of the device was found to have broken off. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
The reported event was confirmed through the visual inspection. Any physical impact to the device can cause the reported event.

Event description:
It was reported that during service evaluation the large led lens of the device was found to have broken off. No patient involvement or procedural delays were reported with this event.